Manufacturer narrative:
Additional narrative: initial reporter is j&j company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation the repair technicians found that part failed the torque test. There was no patient involvement. This is report 1 of 1 for (B)(4). This report is for a torque limiting handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: service and repair evaluation: the customer reported that part failed the torque test. The repair technician reported device failed torque testing and was out of calibration. The minimum torque peak attained during evaluation was 3.178 nm which is out of the specified limit 3.2 nm-3.7 nm for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. H4 device history part# 03.835.043 synthes lot# h732800-07 supplier lot# h732800-07 release to warehouse date: 16 jan2019 supplier: (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.